Manufacturer narrative:
(B)(4), follow up for device evaluation. It was reported the blunt tip needles coring the medication vial stopper. To aid in the investigation, one hundred samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed. First with 10x magnification, and then with a 30x microscope. There was no damaged, defective grind, or hooks observed. The bevels and etch were good. The photo provided shows a syringe with a needle assembly. The syringe has a white solution in it and a dark colored speck is highlighted with a handwritten circle. No other information could be obtained from the photo. A device history record review was completed for provided material number 305180, lot 3236134. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material # 305180. Lot # 3236134. It was reported by medwatch that the red capped blunt tip needles coring the medication vial stopper. The cored section was then pushed into either the syringe or back into the bottle. Verbatim: rcc received a complaint via email. Email(s) attached. We had several instances of the red capped blunt tip needles coring the medication vial stopper. The cored section was then pushed into either the syringe or back into the bottle. This is a patient safety issue as the cored section can then be injected into the patient.

Event description:
Material # 305180. Lot # unknown. It was reported by medwatch that the red capped blunt tip needles coring the medication vial stopper. The cored section was then pushed into either the syringe or back into the bottle. Verbatim: rcc received a complaint via email. Email(s) attached. We had several instances of the red capped blunt tip needles coring the medication vial stopper. The cored section was then pushed into either the syringe or back into the bottle. This is a patient safety issue as the cored section can then be injected into the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. User facility medwatch: mw5152995.